Manufacturer narrative:
Calibration and qc values are approved and stable during the measurements in question. According to the clinical evaluation from (B)(6), md phd, the large variation in k+ and na+ values within three minutes on (B)(6) 2017 is unlikely to be caused by physiological events. The patient data on glucose, ph and the electrolytes k+, na+ ,ca++ and cl- are consistent with a scenario where blood clots are present close to the ph and electrolyte sensor positions on (B)(6) 2017 07:17. Three minutes later on 07:20 the blood clots are flushed away from the ph/electrolyte positions and are caught on the glucose sensor position. The ph parameter is strongly affected, so a clot could very likely have been detected by the clot detection feature on the abl800. According to the operator's manual: "it is especially beneficial to activate the clot detection feature in analyzers frequently used to analyze samples known to be prone to clotting, for example, samples drawn from umbilical cords. Once activated clot detection is active during all sample measurements. Notice: it is important to note that activating the feature will delay measurement results by approximately one minute, even though it only increases the measurement cycle time by five seconds. It also increases consumption of rinse solution, but this is minimal." Conclusion: root cause: blood clot(s).

Manufacturer narrative:
Clinical evaluation of (B)(6). ((B)(6), md phd, chief physician, (B)(6) hospital, mail from 2017-09-11): "according to the available data, the patient had 21 measurements performed by an abl800 analyzer during the period (B)(6) 2017, 21:02 through (B)(6) 2017, 07:20. Nineteen of 21 measurements show potassium values in the range 4.9-6.5 mmol/l. Two potassium measurements are clearly outside this range. The first abnormal measurement on (B)(6) 2017 17:35 is 9.2 mmol/l, and according to the available data, this measurement prompted treatment of the patient with glucose and insulin. Nine minutes later, potassium was measured at 5.3 mmol/l. The following 8 hours and 31 minutes, eight potassium measurements were all stable within the range 4.9-5.5 mmol/l. On (B)(6) 2017 07:17, potassium was measured at 3.8 mmol/l, and three minutes later, potassium measured at 5.7 mmol/l. Sodium values were stable during the measurement period within the range 116-124 mmol/l, except for (B)(6) 2017, where the value was measured at 143 mmol/l. Three minutes later, the value was 120 mmol/l. It is estimated that the large variations in potassium values within nine minutes on (B)(6) 2017 and the large variation in potassium and sodium values within three minutes on (B)(6) 2017, is unlikely to be caused by physiological events. Whether the variations are caused by sampling error(s) or measurement error(s) is difficult to establish based upon current available information. Despite that calibration qc measurements have been reported without errors in the period prior the current event, a malfunction of the sensors or analyzer cannot be ruled out based upon the current available information. Since the potential erroneous glucose and insulin treatment was reported to be the consequence of "a very high k+", it is considered likely that this must have been initiated shortly after the measurement on (B)(6) 2017 17:35, resulting in a potassium value of 9.2 mmol/l. As the following eight potassium measurements during the following period of 8 hours and 31 minutes were all stable within the range 4.9-5.5 mmol/l, it is not considered likely that the potential erroneous potassium measurement leading to a potential wrongful treatment of the patient contributed to the death of the patient." Radiometer has received data logs for investigation. Results of the investigation will be reported in follow-up reports.

Event description:
According to the complaint: "male patient with heroin abuse and multiple organ failure died yesterday ((B)(6) 2017). -problem was a very high k+ that has been treated with glu and insulin. -you can see typical glu and k+ values from such a treatment process on (B)(6). -the question is on the two glu/k+ values measured on (B)(6) within 3 minutes. Glu goes down from 121 to 17 within 3 min. K+ goes up. -the question is whether such deviant glu values within 3 minutes can be physiological? -can we rule out a malfunction of the sensors or analyzer? -we received information from the field about a patient with heroin abuse and mof and he died yesterday. -customer measured 4 times from a catheter with safepico and observed deviations on values from parameter glu and k. Calibrations qc measurements have been measured ok over the last days before this incident happened." In addition to the information above, radiometer has received the following answers from initial reporter to follow-up questions asked by radiometer (note especially the answer to 3.5): 1) did radiometer product cause or contributed to: 1.1 death (yes/no): no. 1.2 injury (yes/no):___no. 1.3 maltreatment (yes/no):_no. 2) did the hospital, due to a radiometer product problem, need to make an intervention to avoid: 2.1 death (yes/no):_no. 2.1 injury (yes/no):_no. 2.3 maltreatment (yes/no):_no. 3) what is the outcome for the affected person of any maltreatment or injury caused by radiometer product? 3.1 no adverse events: yes 3.2 prolonged hospital stay, please elaborate: _no. 3.3 temporary injury, please elaborate: _____no. 3.4 permanent injury, please elaborate: ____no. 3.5 death.__________no.